Manufacturer narrative:
The accu-chek inform ii meter (meter 1) serial number was (B)(6) while the accu-chek inform ii meter (meter 2) serial number was unknown. Qc was performed within 24 hours of the day of the event on both meters and it was acceptable. The meters and test strips were requested for the investigation, however, there are no test strips remaining to return since they were all used up. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 1) and an accu-chek inform ii meter (meter 2) when compared to the laboratory. At 11:10 am the result on meter 1 was 44 mg/dl. At 11:15 am the result on meter 2 was 63 mg/dl. At 11:33 am the laboratory result was 93 mg/dl. At 11:35 am the result on meter 2 was 102 mg/dl. At 11:36 am the result on meter 1 was 75 mg/dl. The laboratory result was believed to be correct.

Manufacturer narrative:
Section d9 was updated. Correction: it was mentioned that there are no test strips remaining to return since they were all used up but the customer still had the accu-chek inform ii test strips lot number 671253. The customer's test strips were received for investigation where testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no malfunction or defects were observed. The investigation did not identify a product problem.